Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stent deformation occurred in vivo post deployment of one onyx frontier coronary drug eluting stent (des). The device was inspected prior to use with no issues. During the index procedure, two onyx frontier des were being implanted to treat significant in-stent restenosis of the proximal lad. The lesion being treated was severely calcified, severely tortuous lesion with 80% stenosis in the proximal left anterior descending (lad). The lesion was pre-dilated with a non-medtronic cutting balloon prior to the deployment of the stents. The devices did pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. The two overlapping onyx frontier des were deployed. Two nc balloons were used to post dilate. Mild stent under expansion was noted on the overlapping segments which was post dilated further with an nc balloon. Final intravascular ultrasound (ivus) showed adequate stent expansion with no stent edge dissection. Residual minor focal stenosis at overlapping segment was noted. The patient returned to hospital two weeks after stent implantation and the stent was fractured. It was later clarified that five days post procedure, the patient returned with an acute myocardial infarction from 100% thrombotic occlusion. The patient was found to have an occluded proximal lad, which was pre-dilated, and flow was resumed. It was noted that there was possible stent fracture distal to the stent overlapping. The deformation was confirmed by ivus. The patient is alive. No further patient complications have been reported as a result of this event.